Manufacturer narrative:
Initial reporter additional e-mail - purchasing: (B)(6). Device manufacturer address 1: (B)(4) las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set was leaking from the drip chamber. The leak was observed as the nurse was hanging the set during setup. Normal saline was used to prime the tubes and there was no drug involved during the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.